Manufacturer narrative:
The device was returned for analysis. The reported difficulty to open foot could not be tested/confirmed due to returned condition of device. The reported guide break was confirmed. The reported entrapment of device could not be replicated in a testing environment as it was based on operational circumstances. A review of the manufacturing records identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. The patient effect of unspecified tissue injury (vascular injury) is listed in the electronic perclose proglide instructions for use as potential adverse events of use of the device. The reported difficulties and subsequent treatment appear to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
The device was returned. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted using a proglide device after an interventional procedure. Reportedly, there was bleed back; however, the footplate was not able to open inside the vessel. The device had separated yet was held together with the actuator wire. Manual compression was used and an endarterectomy was performed. The device was removed. The vessel was damage/shredded. Surgery was used to repair the vessel and achieve hemostasis. There was a reported clinically significant delay in the procedure. No additional information was provided.